Event description:
It was reported to philips that system locked up at boot due to suite pc failure on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suitepc, reloaded the software, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).